Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down. There are no reports of pt injury or death associated with this event.